Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. During the visual inspection a deformation of the outer coil and cuttings in the insulation were found close to the is-1 connector pin. It is reasonable to assume, that the damages resulted from the surgery. Further analysis revealed a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead had an insulation defect at the distal end near the header which was visible also in fluoroscopy. This ra lead was replaced successfully and will be returned. No adverse patient effects were reported.